Event description:
It was reported that a tlh30 was used during a bronchus procedure. It was reported by the affiliate that the instrument misfired and surgeon had to suture the staple line. This extended the procedure by five mins. No further details of the incident were kept by the hosp.